Manufacturer narrative:
Trackwise ID#: (B)(4). The device was returned to the factory for evaluation on 12/22/2023. An investigation was conducted on 01/03/2024. A visual inspection was conducted. There were no visual defects observed on the intact aortic cutter. The delivery device was returned inside the loading device with the white plunger not depressed and the blue safety lock on, which prevents the white plunger from being depressed. Blood was observed on the loading device. The seal was observed in the loading device window. A mechanical evaluation was conducted. The delivery device was removed from the loading device with no physical or visual difficulties observed. The seal and tension spring assembly remained inside the loading device. The seal and tension spring assembly was removed from the loading device with no physical or visual difficulties observed. There were no visual defects observed on the intact seal. No cracks or delamination was observed on the seal. Measurements of the delivery device were taken; the inner diameter was measured at 0.196 inches, the outer diameter was measured at 0.218 inches (rm2036883). The length of the delivery tube was measured at 2.48 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the investigation results and the photographic evaluation, the reported failure "fitting problem" was confirmed. The lot # 3000335141 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Tw ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hst iii system (3.8mm) during step one, the umbrella part did not squeeze together. So with that issue they were unable to proceed to step two. This was done before the procedure had started on the tech prep table, no patient interaction. No procedure delay. They opened a new device, hsk-3038, and it loaded properly.